Event description:
It was reported that during preparation stent damaged occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous renal artery. A 7.0mmx19mmx150cm express® sd renal/biliary stent was selected to treat the lesion. During preparation the physician was not able to load a non bsc guide wire to the device. He noticed that the shaft was kinked and the stent was damage. No patient complications were reported and the patients' status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).